Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v973754, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient started having pain at the implantable neurostimulator (ins) site and that the stimulation going down the patient¿s legs. It was noted that the pain had gotten worse since yesterday and that it bothered the patient when they were standing up and walking. The patient decreased the stimulation from 0.5 amp to 0.4 amp on program 3. It was also noted that the patient ¿wondered¿ if they were having sciatic nerve pain as they had not had issues with sciatica in the past. Additional information was requested, but was not available at the time of the report.